Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor accessory had the tabs broke under warranty. The issue occurred during reprocessing. There was no intended procedure and no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified as the serial number is unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for evaluation. Based on the results of the investigation, the event, ¿maj-2111 was damaged and cannot be connected to the channel connector in the reprocessing basin¿, was confirmed, and the device did not meet the standard specifications and function. It was verified one of the locking levers were detached from the reprocessor side connector, and the missing portion were not returned with the devices. The endoscope side connector has several scratches on the metal slide adapter section; however, there appears to be no loose or missing parts. The probable cause was determined as that external stress was applied to lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. As a cause of the external stress above, the user may have applied force toward incorrect direction. The instruction manual identifies the following related verbiage which could have detected the phenomenon: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.